Event description:
It was reported that a medium-large clip applier instrument tip was bent and will not fire. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The damage was discovered when the surgical tech was inspecting the instrument in preparation for the procedure. The incident occurred when the surgical technician got the instrument while setting up for the procedure. The surgical technician discovered that the tips of the clip applier were bent which did not allow for the clip to attach to the clip reloads. The issue did not reach the physician because the surgical team obtained a different clip applier. The type of clips used with the instrument were the green hem-o-lok clips. The instrument never reached the patient. The issue was resolved with a new clip applier. Account confirmed the last date the instrument was used (B)(6)2022.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tips of the medium-large clip applier instrument was bent and would not fire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument failed the functional clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The complaint regarding the instrument tip was bent and would not fire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation related to customer reported complaint: the instrument was found to have a bent clip and the tip does not align with the other clip. The instrument failed the clip applier functional test due to the instrument's bent clips. Common causes of the failure mode are typically attributed to the mishandling/misuse. Bent clips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that the medium-large clip applier instrument failed the functional clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.